Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient sometimes gets burning sensations in the wire and up in her neck where the stimulator hooks into the "bolts/hex nuts" and where wire connects to stimulator in her chest. Patient says she gets the burning at night when she is sleeping and rolls over and 'boom' its like the burning is there. Patient said this started happening when she couldn't raise up her stimulation and she has been probably trying to increase stim for over a month. She always runs her device at 3.5. She slowly increase to 4.6. No further complications were reported or anticipated with this event.